Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-25. H6: investigation summary: bd had received one sample and one photo for investigation. The photo and sample was reviewed and the indicated failure mode for defective stopper molding with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to defective stopper molding/missing rubber is a no fill occurring during the rubber molding process. The cause of the stopper no fill is a vacuum issue at the molding press. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube, the device stopper was difficult to pierce through. The following information was provided by the initial reporter. The customer stated: "stopper in tube not accessible. During donation. The tube not used."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube, the device stopper was difficult to pierce through. The following information was provided by the initial reporter. The customer stated: "stopper in tube not accessible. During donation. The tube not used."